Event description:
It was reported to philips that x-ray was stopped in the middle of the procedure. Procedure was stopped until a new case could be re-opened and x-ray re-booted. No harm has been reported to philips. Philips has started an investigation of this complaint..

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the x-ray was stopped in the middle of the procedure and the procedure was stopped until a new case was re-opened, and x-ray was re-booted. Rse called the customer a few times but there was no response from the customer. No further information regarding the issue has been provided. No service has been performed by philips since the customer didn¿t respond to the rse. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.